Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® sst blood collection tubes the tube underfilled with blood. The tube was immediately replaced. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized for symptomatic and supportive treatment due to mastitis, and was given venous blood collection at 7 o'clock on (B)(6) 2023. It was found that the blood collection tube could not enter the blood, and a new blood collection tube was immediately replaced.

Event description:
It was reported that during use with bd vacutainer® sst blood collection tubes the tube underfilled with blood. The tube was immediately replaced. The following information was provided by the initial reporter, translated from chinese to english: the patient was hospitalized for symptomatic and supportive treatment due to mastitis, and was given venous blood collection at 7 o'clock on (B)(6), 2023. It was found that the blood collection tube could not enter the blood, and a new blood collection tube was immediately replaced.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.